Manufacturer narrative:
(B)(4). Date sent: 12/27/2023. Investigation summary: an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Manufacturer narrative:
(B)(4). Date sent: 11/3/2023. Additional information was requested and the following was obtained: was a leak test performed? If so, what type and what was the result? Yes, it was negative. Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? She had a probable clinical leak d9 with low grade sepsis, which was confirmed on CT d10 post op. How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? CT initially, quickly followed by eua in theatre on day of CT. A large posterior defect, with presacral collection. Drained transanally. And defunctioned with loop transverse colostomy. Were there any issues experienced with the device in the initial surgical procedure? Yes, there was a misfire of the initial stapler when dividing the rectum. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Yes to both. Please explain. Please specify the timeline of events. Please clarify the location of the hole on the staple line. What color cartridge was being used? The initial firing of the stapler only fired a couple mm, and stopped after. Anastamotic leak over stapler line. Cartridge was the bowel load stapler.

Event description:
It was reported that during an colectomy, post op colectomy patient was found to have a small hole in staple line in rectal stump after not doing well. Patient returned to theatre and washed out and drain placed. Operating fellow found small finger sized hole. The infection/ hole in staple line requiring return to theatre and wash out. Drain was placed. Patient has since done well and discharged.

Manufacturer narrative:
(B)(4). Date sent: 9/11/2023. D4: batch #unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Please specify the time line of events. Please clarify the location of the hole on the staple line. What color cartridge was being used? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.